Event description:
A hemodialysis user facility reported that a dialysis patient experienced an itching sensation initial into treatment with her new dialyzers. The patient was treated with intra-venous (IV) benadryl and itching resolved. Patient dialyzed on a different dialyzer and reported itching reaction (reported separately).

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.